Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the circular seal for the dissector balloon was cut. The dissector balloon was inserted into the trocar balloons cannula and not inflated. The trocar balloon, obturators and lock collar appeared intact. The inflation syringe was not received and the insufflation bulb was received. It was reported that the balloon would not inflate and leaks. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: balloon products must be treated with care. Damage to balloons from instruments during the procedure may cause product failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: smsbtrndx, sm pro smsbtrndx access dissector system (lot#:p2l0110), smsbtrndx, sm pro smsbtrndx access dissector system (lot#:p2l0110), smsbtrndx, sm pro smsbtrndx access dissector system (lot#:p2l0110), smsbtrndx, sm pro smsbtrndx access dissector system (lot#:p2l0110) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, at the time of dissection, the dissection balloon leaked air and did not inflate. The issue occurred in five devices. A new device was used to resolve the issue. There was no patient injury.